Event description:
It was reported that the patient was found down in cardiac arrest. The patient appeared to be in ventricular fibrillation (vf) and cardiopulmonary resuscitation with multiple shocks was performed by emergency medical services. A lead integrity alert (lia) triggered on the right ventricular (rv) lead due to high rate non-sustained episodes and short ventricular intervals. Oversensing was also noted. There was also oversensing and undersensing on the right atrial (ra) lead. The health care professional stated, ¿the device didn't work to save the patient and I feel like it was due to the lia¿ and "the patient is on hospice and going to die because of this. Patient fractured c4/c5 and is a quadriplegic. The device could have brought them back and avoided all of this.¿ no information was provided related to the context of the cervical fracture. The episodes were reviewed which noted the short ventricular intervals were due to true episodes. Additionally, the device did not treat the patient¿s arrhythmia due to never reaching the detection or therapy zones. The patient passed away due to multiple blunt force injuries.

Manufacturer narrative:
Continuation of d10: 4568-53 lead, implanted (B)(6) 2003. 419388 lead, implanted (B)(6) 2003. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: h6 (ime/annex e) e0602. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported, via follow up, that the patient had a fall during their cardiac arrest episode, which resulted in their neck breaking.